Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in an undocumented location. The patient was asymptomatic. The cgm was reading 150 mg/dl and the blood glucose reading was 72 mg/dl. The spouse called an ambulance, and the patient was treated with an unspecified IV. The patient was reportedly sent to emergency and discharged the same day. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.